Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: when the firing was not complete, did the device deliver any staples? If yes, were the staples formed properly? Yes, not proper if yes, was the staple line complete? Yes, not complete when the firing was not complete, did the device cut? Yes but stuck if yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes, the cut line is complete but not well. Was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? Use the if yes, did the jaws eventually open? Yes was buttressing material utilized? If so, which product? No on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th how was the procedure completed? Use another new stapler three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the tissue repaired in the area where the staples were not properly formed/incomplete? Was a leak test performed and if so, what was the result? Were there any patient consequences or changes in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopic subtotal gastrectomy procedure, with the reload, the firing was not complete and stuck twice. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.